Manufacturer narrative:
(B)(4). Per field service representative (fsr), the batteries were due to be replaced on the next preventive maintenance visit so he replaced the batteries.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the operating room (or) lost power and the batteries stopped charging. The unit was plugged into alternating current (a/c). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), the unit had to be powered down upon arrival to reset the battery charging circuit. The charging circuit was operating properly. The batteries were due for replacement so the fsr installed new batteries. The unit operated to the manufacturer's specifications. The suspect parts are being returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that both batteries remained out of specification for conductance after charging. One battery measured 10.5 volts direct current (vdc) upon receipt, with conductance value unavailable due to the low voltage. The second battery measured 12.5 vdc with a conductance measurement of 15 siemens (s), the minimum requirement for conductance on this type of battery is 200s. After charging for 24 hours measurements were 13.0 vdc / 50s, and 13.2 vdc / 17s (both failing conductance). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.